Event description:
It was reported during post-operative programming session, the pt only felt right-sided coverage with all the contacts of the lead except contact 2. The pt's pain pattern is left arm. The physician decided to reposition the lead to obtain desired coverage. During the procedure, the initial x-ray intra-operative indicated the lead was further to the right side. The physician repositioned the lead further to the left. The pt reported effective coverage of the desired pain pattern postoperative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.